Event description:
Caller reported that there was an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and caller successfully initiated their sensor session with no further display of the error code.